Manufacturer narrative:
A ge service rep performed an onsite investigation. The connectors on the motron and table generator interface boards were reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would shut down without command. There was no pt injury or death reported.